Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to he continued leaking. A new 71-80 pressure regulating balloon was implanted. No information was provided about the patient's outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The cause of the incontinence is unknown since the physician stated that the device was working perfectly. The patient had a good outcome.